Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 18. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, the implant was removed upon patient¿s request. Patient presented with poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.